Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device powered on and off using battery power, however the battery was not able to hold its charge long enough. It was determined the battery full charge capacity was below the acceptable limit which could result in the device to not hold charge properly, and power off. During this condition the device provided a low battery error message and a flashing led low battery indicator prior to powering off.

Event description:
The customer reported that the "device is powering off". There was no patient impact or consequence reported

Manufacturer narrative:
Other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. When the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the "device is powering off." There was no patient impact or consequence reported.